Event description:
Reporter had experienced the er1 message once last week and once this week. Technique appears to be correct. Reporter did not compare with the color chart. Upon retesting, she rec'd a blood glucose value of 115 mg/dl.